Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of recertification. This is an ancillary service event. Visual inspection, battery testing, and functional testing were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a depleted battery. To correct the condition, the battery was replaced. Should additional information become available, a supplemental report will be submitted.